Manufacturer narrative:
A batch record review of lot c746 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, tubing leak. No trend was detected for this complaint category, no CAPA was initiated for complaint category, tubing leak. Service order, (B)(4), feedback: the service technician cleaned the hematocrit sensor and checked the calibration tolerances of the sensor. All passed. The service technician then successfully ran the system checkout procedure. The instrument was fully functional and ready for use. No further action required. This assessment is based on information available at the time of the investigation. The kit, photos and the smart card were returned for evaluation. The analysis of the kit, photos and smart card data is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).

Manufacturer narrative:
The kit was returned for analysis. Upon examination of the kit, the leak was confirmed. The analysis found that one of the windows/lenses on the cuvette was missing, which allowed the leak to occur. This missing hct sensor window/lens was not found with the components that were returned by the customer. The evidence indicates that the seal between the window/lens and the cuvette failed during the first collection cycle. The root cause for the leak was, most likely, a manufacturing assembly error due to a poor ultrasonic weld between the cuvette body and the lens. A corrective action was implemented in order to validate a new welder and a new welding process for this assembly. All complaints are reviewed with the department leaders and operators to make them aware of any defects that can occur. (B)(4).

Event description:
The customer called to report a blood leak at the hematocrit sensor during the 1st cycle of buffy coat collection. The customer denied any problems or leaks during prime. The customer wanted to return the contents of the bowl to the patient. The clinical services specialist (css) explained that it was not recommended to return the contents of the bowl due to sterility concerns. The customer stated that the bowl's contents have not been compromised. The css explained that in order to return the contents of the bowl, it would need to flow through other pathways. The css advised the customer to speak with the provider if they preferred the blood to be returned. The customer aborted the treatment, and will start the patient on another kit on the same day. The patient was reported to be in stable condition. Service order, (B)(4), was generated. The smart card, kit and pictures were returned for evaluation.